Event description:
A malfunction was reported on the customer's pump with a malfunction code identified as malf 0. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.